Event description:
It was observed during inspection of the device, the gastrointestinal videoscope exhibited foreign material inside the air water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the foreign material was a simethicone-type product and was found adhered to or clogging the air/water channel. However, we could not identify the foreign material. It was unknown whether there had been a deviation from the instructions for use during the reprocessing steps for the area where foreign material remained. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in 'evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection,' and preventative measures in 'vis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures.' Olympus will continue to monitor field performance for this device.